Manufacturer narrative:
Concomitant medical products: 5024m-58 lead, implanted (B)(6) 1994. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited low impedance. The lead was capped. No patient complications have been reported as a result of this event.